Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty in placement and getting the stylet down the lead. This rv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched and conductor coils were deformed, consistent with the lead being placed through a constricted area. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Based on the reported clinical observations and the laboratory findings, it appears this lead was damaged while being maneuvered in a constricted space. Subsequently, the deformed conductor coils prevented adequate torque of the lead to successfully extend and retract the helix.